Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported, the infusion device does not display complete images and the side buttons do not function. Pt verified the type and changed the battery, but this was not successful. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.